Event description:
It was reported that the customer experienced hypoglycemia. And also reported that the discrepancy between sensor glucose and blood glucose. Customer's sensor value was 103 mg/dl while blood glucose value was 54 mg/dl at the time of the incident. The event involved products mmt-7911na, mmt-7020la and unk_ngp. Troubleshooting was performed and customer was advised of common contributing factors that include non-optimal insertion, site location, taping, and timing of bg entries. No further patient complications were reported. Product return is not expected for mmt-7020la and unk_ngp. The product mmt-7911na was returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.